Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
During a knee arthroplasty, after impacting the tibia, the surgeon noticed the nail of the pad was fractured. No patient consequence was reported.

Event description:
No additional information reported.

Manufacturer narrative:
Visual examination of the returned product identified signs of repeated use and confirmed it is fractured. Further analysis of the fracture surfaces align with common failure modes of either overload failure or low cycle fatigue culminating in overload failure. Device history record was reviewed and no discrepancies were found. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.